Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding pain and reports of elevated cobalt levels involving an tritanium shell was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed and concluded: "there are no x-rays available for review to verify component position, neither are explants available for analysis to substantiate the actual failure mode and as such root cause of failure remains obscure although the described failure scenario through high neck anteversion would provide a very plausible explanation for all facts and findings in this case and indicate a procedure-related factor as principal cause of failure. No evidence for device-related mechanisms while patient-related obesity would at worst play a minor secondary role." A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed.

Event description:
It was reported patient was revised due to pain and elevated cobalt level.

Event description:
It was reported patient was revised due to pain and elevated cobalt level.